Event description:
It was reported that the patient's third vns device was explanted due to it causing tremendous pain in her chest and she states she opted to have the device completely removed, device and wires on the vagal nerve. She states when the device was removed it was dead (nonfunctioning). It was reported that several times, the patient would tell the physician that it was incorrectly firing. She states they would check the device and it was working, but the settings on the device were not the same as what was set. Eventually the third device had to be removed. Based on programming history, there is no indication that the settings were set to anything other than intended settings. No additional or relevant information has been received to date.